Event description:
The customer reported that after pipetting two hbsag plates on summit the tech observed that no conjugate was added to several wells. No error was generated. No death or serious injury was associated with this complaint